Manufacturer narrative:
Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 2000017504. Product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 19991394. Product family: scs-lead fixation, upn: (B)(4), model: sc-4318, serial: na, batch: 21509999. The devices are not available for return; therefore, a technical product analysis of the devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. Therefore, this investigation is unable to determine a probable cause for the event of discomfort at the ipg site and inadequate pain relief, as the cause could not be established.

Event description:
It was reported that the patient underwent an explant procedure due to discomfort at the ipg site and inadequate pain relief. The entire spinal cord stimulator (scs) system was explanted and the hospital retained all explanted devices. The physician noted that electrocautery was used during the procedure. The patient is doing well postoperatively.